Manufacturer narrative:
Tech informed that this bed was alarming when there is no pt in the bed and will not alarm when ppm is set and the pt exits the bed. Repair not yet complete.

Event description:
Info received indicated that the bed exit was not working. No injury reported.